Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the module and determined that a hole in the aspiration tube on the rinse mechanism nozzle had caused the event. The fse then replaced all of the rinse mechanism tubes. He also adjusted the gear pump pressure. He performed precision checks with acceptable results. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hdl and hba1c assay results from forty patient samples tested on the cobas 6000 c501 module. The initial results were reported outside of the laboratory. A laboratory investigation prompted the patient sample rerun. Please refer to the attachment pt-0070531 for the table containing the examples of patient samples with discrepant results.